Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis conclusion indicated shorting/low impedance in the hybrid. Hybrid analysis and evaluation determined that the depleted battery was due to high current drain in the hybrid. Analysis confirmed that the high current drain was consistent with a conductive anodic filament on the radio frequency module. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.